Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558 lead; implanted: (B)(6)2012. (B)(4)

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion and the left ventricular (lv) lead had high thresholds. The lead was reprogrammed. Both the ICD and lead remain in use. No patient complications have been reported as a result of this event.